Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, 90% stenosed lesion in the mid left anterior descending (mlad) artery. The lesion was pre-dilatated with a 3mm non-abbott balloon and a 2.75x15mm xience skypoint drug eluting stent system (dess) was advanced to the target lesion. The delivery system balloon was inflated one time to 12 atmospheres (atm), and the stent was implanted; however, due to the calcification, the delivery system balloon ruptured. During removal, the stent delivery system balloon was caught with the anatomy and could not be removed which resulted in EKG changes (st-segment elevation) for the patient. A guide catheter (gc) was advanced to remove the delivery system and the EKG changes resolved. Another balloon was used to post-dilatate the stent without issue. There was no adverse patient sequela. No additional information was provided.